Manufacturer narrative:
It was reported that a patient with an optease vena cava filter had experienced the filter being embedded and perforation of the inferior vena cava (ivc) post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to,embedded filter and perforation of the vena cava wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2 and h6. It was reported that a patient with an optease vena cava filter had experienced the filter being embedded and perforation of the inferior vena cava (ivc) post implant. The patient reported becoming aware of the events two years and nine months post implantation and indicated that the filter has tilted. No filter retrieval attempt has been documented. The patient reported worrying about the filter breaking loose or falling apart and causing damage or causing death. The patient had a computed tomography scan done that showed the filter was so embedded with tissue, that my doctor said there was no chance of it coming out or breaking loose from the vein. The patient has had intermittent intense pain in the back from between the shoulders. According to the medical records the filter was placed due to right popliteal deep vein thrombosis in the presence of an esophageal tumor with contact bleeding and therefore anticoagulation was contraindicated. The filter was placed via the right internal jugular vein and deployed over the l3-l4 interspace. The patient is reported to have tolerated the procedure well without any intraprocedural complications. There is currently no additional information available for review. Subsequent information provided indicated that in addition to the previously reported events, the filter is fractured. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events two years and nine months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, filter embedded in wall of the ivc, and device unable to be retrieved. No filter retrieval attempt has been documented. The patient used to worry about the filter breaking loose or falling apart and causing damage or causing death. The patient had a recent CT scan that showed the filter was so embedded with tissue, that my doctor said there was no chance of it coming out or breaking loose from the vein. The patient has had intermittent intense pain in the back from between the shoulders.the following additional information received per the medical records state that the patient has a history of right popliteal vein deep vein thrombosis and esophageal tumor with contact bleeding. It was recommended that the patient undergo filter placement. During the implant procedure, the right internal jugular vein was accessed and a 0.89mm cook guidewire was inserted. An introducer sheath was inserted and the ivc filter was deployed in the level of l3. The patient tolerated the procedure well.

Manufacturer narrative:
It was reported that a patient with an optease vena cava filter had experienced the filter being embedded and perforation of the inferior vena cava (ivc) post implant. The patient reported becoming aware of the events two years and nine months post implantation and indicated that the filter has tilted. No filter retrieval attempt has been documented. The patient reported worrying about the filter breaking loose or falling apart and causing damage or causing death. The patient had a computed tomography scan done that showed the filter was so embedded with tissue, that my doctor said there was no chance of it coming out or breaking loose from the vein. The patient has had intermittent intense pain in the back from between the shoulders. According to the medical records the filter was placed due to right popliteal deep vein thrombosis in the presence of an esophageal tumor with contact bleeding and therefore anticoagulation was contraindicated. The filter was placed via the right internal jugular vein and deployed over the l3-l4 interspace. The patient is reported to have tolerated the procedure well without any intraprocedural complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per a legal brief states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited fracture, perforation of ivc, perforation abutting adjacent organ that causes injury and damage to the patient.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt. The correct implant date was (B)(6) 2014.